Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2018-05750. It was reported that there was a hole in the package. A blazer¿ ii xp was selected for use. When they opened the outer, intact box, it was noted that there was a hole in the inner package (sterile one). No further information was provided.

Manufacturer narrative:
Device evaluated by manufacturer - only an empty pouch was received for this complaint. The pouch presents two damages similar to small holes located in the front side of it, near the information label. After further analysis using an indelible ink to evaluate the damages in the pouch it was confirmed that only one of the damages present in the pouch is a hole or perforation to the pouch itself, since the ink was not able to pass through the film area in one of the damage noted. Moreover, there is no damage in the tyvek area (line, marks or something). Furthermore, there was not found any damage in the vendor seal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Same case as 2134265-2018-05750. It was reported that there was a hole in the package. A blazer ii xp was selected for use. When they opened the outer, intact box, it was noted that there was a hole in the inner package (sterile one). No further information was provided.